Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the videoscope had lines on the screen. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report. Initially, this complaint was submitted as a reportable malfunction conservatively. However, upon further review, this is being corrected to a non-reportable event. The initial medwatch reported that the videoscope had lines on the screen; however; per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.